Event description:
A high/low alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the sensor failed to alarm when her glucose was low and as a result, she experienced symptoms of vomiting, urine, headaches, and stomach ache. The customer¿s mother re-sugared the customer and oral glucose was administered by a healthcare professional as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.